Event description:
Customer called to report unexplained high bgs. Troubleshooting was performed. Pump tested ok and the insulin exited. Any difficulties with the reservoir or the infusion set was denied. It was also stated that the buttons did not respond intermittently. Device was not dropped, bumped, or exposed to moisture.